Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had unintended activation/motion. Therefore, the reported condition that the rotation speed of device was insufficient was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had unintended activation/motion, the device was displaying an e2 error code (indicates lock is engaged), and the locking components were damaged. It was further determined that the device failed pretest for safety assessment. It was noted in the service order that during an unspecified surgical procedure it was observed that the rotation speed of device was insufficient. It was reported that there was no delay in the procedure as an unspecified spare device was available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.